Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the atrial and right ventricular leads exhibited loss of capture. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.